Manufacturer narrative:
Date of implant recorded as 2003. Event was reported to synthes complaint handling unit on 12/28/2011. Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.

Event description:
A patient from the (B)(4) clinical study was implanted in 2003 at l5 - s1 and reports continued pain since surgery. Reportedly, pdl collapsed. Device was not explanted at time of this report, patient has contacted alternate surgeon for potential revision. This is the third of three reports for this event.